Manufacturer narrative:
(B)(4) - reliability non-conformance. The tip of the lead was bent at the #0 electrode sleeve. Continuity acceptable - no shorts.

Event description:
Received info that when the package was opened the tip of the lead was found bent. A second and a third package were opened with the same results. The fourth package was opened and the lead was okay. The physician completed the operation. No injury to the pt was reported. Reference MFR report # 6000153-2011-02799 and 6000153-2011-02801 for details on the first and third leads.